Event description:
The user facility reported that their vividimage 4k surgical display monitor had lines in the image. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage 4k surgical display and found that the wall monitor required a reset. The technician reset the wall monitor, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.